Manufacturer narrative:
.

Event description:
It was reported the patient¿s device was at end of service (eos). The message appeared on the patient programmer 1.5 months prior to call. The physician programmer also showed eos.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v104159, implanted: (B)(6) 2008, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was not being able to adjust stimulation. The patient programmer display showed a ¿call your doctor¿ icon and a power on reset (por) condition. The patient stopped feeling stimulation sensation 4 months ago and tried to increase it yesterday and that¿s when they got the por message. The patient went to physical therapy and they wanted to do electric therapy but did not get it done due to having the device. The patient synced while on the phone and did not get a por message. The patient got to the main screen and it was confirmed that the stimulation was off. The patient tried to turn the stimulation back on but then got the warning por message. The navigator key did not clear the por. It was later reported that the patient was still having concerns with their device or therapy but had not sought further help. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.